Manufacturer narrative:
Devices of multiple part/lot numbers were implanted during the procedure including: part: (B)(4) (x6), lot: unknown; part: (B)(4) (x4), lot: unknown part: (B)(4) (x2), lot: unknown. Although it is unknown which of these devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent surgery for implant of posterior cervical instrumentation at c2-t3 with laminectomy. At 1 day post-op, the patient had increased crp levels and was started on IV antibiotics for severe infection at the implant site.. At 2 days post-op, the patient underwent procedure for irrigation and debridement and wound exploration for disinfection of the incision site at c4-c7. At 4 months, patient began oral antibiotics. At 5 months post-op, the patient stopped taking antibiotics and the outcome was reported as resolved.

Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies were returned to the manufacturer for evaluation.